Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and sticking, resulting in undesired scrolling. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning 1 week ago multiple keypad buttons are malfunctioning causing undesired scrolling of the screen. The patient reportedly keeps the pump in a pocket and cleans the pump with a damp or dry cloth as needed. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.